Event description:
Upon opening the minor general pack, a hair was found in a light handle cover that was provided in the pack. Set up was broke down. Manufacturer response for or pack, minor general surgery pack (per site reporter).